Event description:
During angulation, the table reportedly dropped on the front side but maintained its approximate angle. A pt was on the table when the incident occurred, but sustained no injury. If the event were to recur, a serious injury could result if the operator had their foot under the table.

Manufacturer narrative:
The ge field engineer (fe) found that the snap ring came off, allowing the front sprocket to come off as well. This caused the front translational chain to become loose and allowed the table to drop. The fe replaced the parts in question and verified that the table was operating as expected.